Event description:
It was reported that a patient underwent a sling procedure in 2008. The patient developed vaginal discomfort and "hispereunia" soon after surgery. The patient went back to the surgeon several times and had in-office attempts at excision of exposed mesh without success. The patient went to another surgeon with the same complaints. This surgeon sees a submucosal ridge that he thinks is the sling. Near the middle of the incision, there is a 10 x 2mm piece of exposed mesh. The surgeon opines this is the distal portion of the mesh. The patient is now twenty weeks pregnant.

Manufacturer narrative:
(B) (6) - vaginal discomfort - "hispereunia" - mesh exposure: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.